Manufacturer narrative:
The lot number was provided, and the device history record was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The sample received was physically inspected. The balloon was inflated with 10ml as per requirement and a balloon leak was confirmed. A pinhole was found at the balloon edge area. The root cause identified was due to bubbles being trapped in the latex, causing the area to not be covered with latex throughout the dipping process. A nonconformance was opened to address the issue of bubbles being trapped in the latex. The reported lot number was manufactured prior to the implementation of the nonconformance; therefore, no further action is required. This complaint will be used for qa tracking and trending purposes.

Event description:
The customer reported that urine leaked during the catheter being used with a product that was not a non-cardinal product. After review of the investigation on august 26, 2024, it was found that the sample received has a pinhole at the balloon edge area.